Manufacturer narrative:
Philips service replaced the defective sibbox unit (lx2) and restored the system to working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was partly available due to a defective sibbox unit on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.